Manufacturer narrative:
(B)(4). The device was returned and an evaluation was completed. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. Upon conclusion of the investigation, the cause was determined to be user error, the tidal total ultrafiltration (uf) removal set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 01:20:27. During night drain cycle six, the patient's ultrafiltration reading was 2495ml, indicating the home patient (hp) drained 1495ml more than their maximum programmed fill volume of 2000ml. No further information was available.